Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device is unable to confirm the observation. There is damage to each thread on the screw. Although damage is noted there is no material fracture identified. It appears the screw was implanted in that contact was made with the edge of the screw hole damaging each thread. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. No trend is identified for similar reports for this product code in any distribution lot. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The screw was missing the second pitch and gave a particle on the patients cavity. No pieces were left in the patient; however, surgery was extended by 75 minutes. (Hip).